Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to login the stations. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to login the station. A technical support specialist (tss) confirmed with information technology that the server was out of available storage space and informed that information technology added one hundred gigabytes to the e drive, increasing the total available storage to two hundred gigabytes and confirmed that users were then able to remotely connect and successfully log in to both the station and the server. The issue was confirmed as resolved, and approval was received to close the case. The system functioned as intended after the technical support specialist investigated the issue.